Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old male was implanted with an impella cp device for mechanical circulatory support. During implantation, the insertion of the short 14fr sheath was noted to be cracked which was removed and replaced with the long sheath. Eventually the device the was successfully weaned. No patient harm reported.